Event description:
The reporter stated the surgeon inserted a micl 12.6mm -08.0 diopter implantable collamer lens in the patient's left eye. The lens flipped and was inserted upside down. The lens was removed during the initial procedure and tore when it was being removed from the eye. There was no patient injury. Reporter stated the cartridge was the cause of the lens flipping upside down. Another same model and size lens was implanted.

Manufacturer narrative:
(B)(4) - (lens flipped and inserted upside down). The product pertaining to this complaint was not returned for evaluation. However, the lens was returned and visual inspection found a piece of plate haptic is torn off and missing. Lens was returned in liquid. Lens work order search. A lens work order was performed and no similar complaint was found within the same work order. (B)(4).